Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. The field service engineer (fse) evaluated the device at the customer site. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator could not be turned on. The ventilator was not on a patient at the time of the event. The event date was not specified; estimate used.